Manufacturer narrative:
Event occurred on an unknown date in 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the threaded holding sleeve for polyaxial screws was binding when the surgeon attempted to load a synapse screw. No patient consequence was reported. Surgical outcome is unknown. Concomitant device reported: unknown synapse screw (part# unknown, lot# unknown, quantity #1). This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.614.017; synthes lot: t138990; release to warehouse date: june 10, 2016; manufacture site: tuttlingen; part expiration date: n/a; list of nonconformances: n/a . A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. No nonconformance reports (ncrs) were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Customer quality investigation: the following investigations were performed: damage-visual appearance not as expected: device condition: visual inspection performed on the returned holding sleeve should few proximal deformed threads which is consistent with reported complaint condition. The first two threads were observed crushed and rolled over possibly due to unintended excessive forces during usage/ handling such as dropping off the floor. No new issues were identified on the remaining portions of the device. With the damage identified, the returned device is consistent with the given complaint condition and therefore the complaint condition was confirmed. Drawing/document specification review: relevant drawings top-level holding sleeve and inner sleeve drawing for the returned instruments were reviewed during this investigation and no design issues were noted. Dimensional analysis was not performed on the relevant features identified with post manufacture damage. Device history record (DHR) review performed showed no issues relevant to complaint condition. No definitive root cause could be determined from the available information. However, during the investigation no design/manufacturing issues were identified. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.